Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted contrast visible in the loosely folded balloon and in the inflation lumen, consistent with positive preparation. The hypotube was separated 1 mm distal to the distal end of the nosepiece. The fracture face was oval shaped as if kinked prior to separation. The strain relief tubing was kinked at the separation. There was a bend in the hypotube 8 cm distal to the separation. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. In this case, it is possible the shaft was inadvertently handled during removal from the coil dispenser or during preparation for use, resulting in the shaft kinking. Further manipulation of the shaft would ultimately result in the shaft separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for hypotube separations for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported shaft separation appears to be related to the operational context of the procedure.

Event description:
It was reported that during unpacking, when the trek was removed from the hoop, a separation was noted where the hypotube meets the hub. No kinks or bends were noted. The device was not used on the patient. A new trek balloon was used. No additional information was provided.